Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic during follow-up, post-sensed t-wave oversensing was observed on the ventricular channel. The ventricular fibrillation cutoff zone was programmed. No follow-up visit has been scheduled. The patient condition is fine.